Manufacturer narrative:
Additional information: the stent was removed from the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: the lesion was moderately calcified. Resistance was felt on deployment attempt. No vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the protégé everflex stent was returned within a red biohazard bag. No ancillary devices, cine, images or procedure notes were returned for evaluation. The device was removed from the packaging for additional analysis the device was received with the inner guidewire lumen separated at the 3 in 1 bond at the distal tip of the stainless steel hypotube. Backlighting of the distal end of the outer sheath revealed the distal tip, stent and inner guidewire lumen were pull into the outer sheath. The retainer was present. The distal deployment paddle was opened and the proximal end of the inner guidewire lumen was found with a fracture at the 3 in 1 bond. A bent was observed on the proximal deployment paddle. Due to the damage to the device, functional test cannot be performed to deploy the stent. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a protege everflex during procedure to treat lesion in mid superficial femoral artery (sfa). The device was prepped per IFU with no issues identified. It was reported that the stent was unable to be deployed. A different stent was use to complete procedure. There was no patient injury reported.